Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: adhesive delaminated from ceramic insulater at the tip. Probable root cause: non-conforming component. Poor assembly process. Misuse use error.

Event description:
It was reported that glue broke off from the tip. All broken pieces were retrieved and the case was completed successfully.